Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, down and up buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: investigation revealed an intact keypad with no observable damages. The ok keypad button was intermittently responsive. The up, contrast and down keys were fully responsive to user presses. Upon removal of the keypad cover, the ok key contact was observed to be cracked. No contamination was observed under the key contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked.